Manufacturer narrative:
No parts have been returned for analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an external lumbar drainage and monitoring system on a patient. It was reported that the patients intracranial hemorrhage could not be effectively excluded, which increased the patient's hospitalization costs. It was reported the external lumbar drainage and monitoring system's pipeline broke. The patient was admitted to the emergency at 20:44 on (B)(6) 2022 due to the right internal carotid aneurysm ruptured and bleeding. On (B)(6), the patient underwent whole cerebral angiography under general anesthesia + aneurysm interventional embolization + extra-ventricular drilling drainage + intracranial probe implantation; on (B)(6), due to the patient's slightly stable condition, the patient was transferred from ICU to our department for further treatment. The patient was confused, with bilateral pupils widening and staring at a diameter of about 2.5mm. She was sensitive to light reflex, and her limb muscle strength and muscle tension were normal. The patient was agitated and talkative. On july 7, under local infiltration anesthesia, the patient was performed with a lumbar cistern catheter. Properly fixed and guided the escort to prevent the pipeline from slipping and ineffective drainage. At 06:00 on (B)(6), when the nurse poured the drainage fluid, it was checked that the lumbar drainage tube was fixed smoothly. At 08:30 on (B)(6), when the nurse changed the shift, it was found that the application paste at lumbar puncture point was loose and the lumbar drainage tube was broken at the lumbar puncture point. Immediately reported to the doctor on duty. After checking, under local infiltration anesthesia, the wound was incised to search for the broken drainage tube, but it was not found. Further lumbar CT examination was performed, but no drainage tube was found left in the body through CT.) Potential causes of the event was reported. The patient was agitated, causing the application paste to be loose at the rupture of the catheter. The lumbar external drainage and monitor system pipeline could also have been defective

Manufacturer narrative:
The reported information has referred to the patient as both male and female. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was experiencing mental confusion and pulled it out by themselves, causing it to loosen. This was discovered after the previously reported nurses' shift change at 08.30 on (B)(6) 2022.

Manufacturer narrative:
A3) correction medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.